Event description:
It was reported the device was used during a laparoscopic hernia repair procedure. It was reported by the affiliate that the staples would not advance. There was no pt consequence.

Manufacturer narrative:
Facility experienced an event with endopath* endoscopic multifeed stapler while performing a lap hernia repair. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry # 974226. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: head rotates, yes; nose shroud cracked/broken, no; staples in nose, no; staples in the track, yes(21) and trigger engaged with precock, yes. Functional tests & results: cycled instrument, yes. Analysis conclusion: based upon the inquiry info, visual examination and functional test, it was concluded that the reported "staples will not advance" may have resulted from twisted staples in the track. During functional testing the first two staples were twisted in the track. No conclusion could be reached as to how the staples became twisted in the track. Co reviews each incident as it occurs in an effort to continuously improve co's products and processes.